Event description:
It was reported that the right ventricular lead alert triggered due to an increase in impedance. Misalignment of the ring connector in the header is suspected. Reprogramming was completed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the weekly pace measurement log data shows a varying impedance and an increase for max ventricular pace = 728 to 1112 ohms peak between (B)(4)-2011. There was one patient alert triggered for right ventricular pace lead z =1096 ohms on (B)(4)-2011 and one ventricular non-sustained tachycardia = 130 ms on (B)(4)-2011.